Event description:
On (B)(6) 2025 the patient reported receiving four alert 38 (motor stall) errors (motor stall) despite restarting the ilet three times. A dry run was successful, and after performing a supply change, the patient was able to resume insulin delivery. No adverse health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.